Manufacturer narrative:
Date of event: the peritoneal infection occurred on an unspecified date in 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with unspecified antibiotics (injection) and an unspecified antibiotics (intraperitoneal) for the event. Pd therapy was ongoing. No additional information is available.